Event description:
Meter name: one touch basic original. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: dizzy. A pt reported they were unable to test and went to the doctor. Their meter allegedly would only prompt insert strip. The result on their meter was: no result. The result on the dr's meter was unk. No comparison reported. Treatment was insulin given by dr. Customer states they normally take oral medication. No further info has been reported.